Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received , the reason for mesh implantation is stress urinary incontinence. Other procedures performed were anterior colporrhaphy, cystocele repair, sling urethropexy, placement of suprapubic tube. Complications attributed to device, ¿pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.